Event description:
On monday, (B)(6), my (B)(6) became sick with a fever and started intermittent vomiting. I took him to his pediatrician on wednesday, (B)(6), who said it was a virus. My son started sleeping for longer periods of time and crying with a headache. On tuesday, (B)(6), we went to the local children's hospital to have his shunt checked. The setting on his codman programmable cp shunt had been changed from the normal setting of 180 to 160. My son's shunt was over draining. In (B)(6) 2012, a friend started selling (B)(6). (B)(6) are magnetic pocketbooks the outer shell is held on to a base by earth magnets that are about the size of a quarter on each side. Currently, about 30-40 women carry these pocketbooks to our church. The hallways are narrow and the purses have grazed the shunt side of my son's head several times. His codman programmable shunt is affected by magnets and the setting can be changed. I am afraid that these magnetized purses ((B)(6)) are the reason my son's setting was changed on his shunt. He can not live comfortably with the pressure in his head having to constantly be adjusted. I am concerned that if (B)(6) are not pulled from the market, my son is living in a death trap. (B)(6) are made in various styles and it is hard for me to keep my son at a safe distance from them. Please contact me for further information. Thank you. I contacted customer service on tuesday, (B)(6) in reference to my (B)(6) son. His name is (B)(6) and he has a programmable vp shunt. A shunt is a medical device implanted above his ear with a catheter that sticks into his brain. The shunt consists of 3 parts: the catheter, the valve, and tubing. The valve is programmable, which means that the setting of the pressure and ability of fluid is changed magnetically. The shunt is his life line, in that it drains excess fluid off of his brain into his belly (through the tubing). As long as his setting stays the same, he is fine. If the setting gets changed, however, he gets very very sick. He has migraines, vomits, and sleeps a lot. He became sick on monday, (B)(6), and I took him to his pediatrician, who told us it was a virus. On monday, (B)(6), he was still having symptoms; headache, intermittent vomiting, and sleeping a lot, so I took him to (B)(6) hospital to see his neurosurgeon. After a CT scan and 8 xrays, it was determined that his shunt setting had been changed from 180 to 160 and he was overdraining. Overdraining means that too much fluid was being taken off his brain and causing him to be sick. This is a very serious condition, and could becoming life-threatening. I spoke with the physician assistant to see what could have caused the change. The only thing that has changed in our lives over the past couple of months is his exposure to (B)(6). The nurse, along with the physician assistant believe the (B)(6) are what caused the setting to change and they have agreed to research our problem within their office. In (B)(6) 2012, a friend began selling (B)(6). We have a discussion about the purses and the fact that I knew they were magnetic and couldn't own one, but would support her new endeavor. She assured me she would not sell the purses to ladies at church because they may be harmful to my son. As of this month, there are currently 30 to 40 women that carry (B)(6) to our church. The hallways are crowded, and their purses hang right at my son's ear level which puts them at his shunt. There is no way possible for me to keep him from being exposed to these purses. In large numbers, they are a death trap for him. Not only can he not live without the shunt, he can not live comfortable with the pressure/setting chancing constantly in his brain. As I stated earlier, I contacted customer support about this on tuesday, (B)(6). The girl I spoke to said she would have to refer me to (B)(6)'s legal department. She took my name, telephone number, and email, but I have not heard anything. My reason for contacting (B)(6) is to make you aware that your product is dangerous and potentially fatal for people living with programmable shunts. I would ask that you please re-design the bag to include a snap or button instead of a magnet, and issue a recall on all bags. I know that (B)(6) cares about the community, or they would not have started the hope foundation, so I know that you care about my son. Thank you for your time. Reason for use: hydrocephalus.